Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. The reason for call was charging duration concern. Pt reported it had been taking 2.5 hrs to charge the ins since implanted. Sometimes it took 3 hours and it ran the controller battery down before pt could finish charging. Pt was told that it was not supposed to take more than an hour. Pt was never able to charge in less than 2 hrs. The last couple of nights it was taking over 2 hrs to charge. Pt charges every single night. Pt confirmed the green light always blinks, pt always got excellent recharge quality. On the call walked pt through the menu and had pt confirm there were on recharging speed 4. Asked if pt activated the screen all the time. Pt said yes. Recommended to let the screen go dark. Pt then said they only check once or twice. Pt also noticed this week that during charging ins would heat up and starts aggravating pt's kidney. It hurt and pt could not sleep all night long. The heating of ins and hurting only started this week. On the call pt confirmed there was no damage to external equipment. Pt confirmed when charging they were wearing the belt. Pt mentioned they used elastic which helped holding it a lot better. Pt has an apt with hcp on monday. Pt talked to a medtronic rep today who told pt to talk to patient services first. Reviewed there are different factors that affect charging duration. Pt was redirected to hcp.